Event description:
According to the reporter, during a lobectomy procedure, the device stopped automatically while firing. A new reload was used with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia30ctavm, egia30ctavm egia30 curved vas med sulu (lot#:n1k0829y), sigadaptshort, sig power sigadaptshort lin short adapt (lot#:c22adf0078). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.